Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture. Surgical intervention was performed and during repositioning, the helix of the ra lead would not extend/retract properly tissue was also noted in the helix mechanism. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed tissue/foreign material was noted in the helix. There was no lead characteristics that would have caused or contributed to the clinical observation of loss of capture.